Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Event description:
A pvs23 was implanted on (B)(6) 2013 via mini-thoracotomy. On (B)(6) 2017, the patient exhibited svd and had an open surgical procedure wherein device was explanted. Perceval valve replacement was performed because of bioprothesis degeneration causing severe steno-insufficiency. Based on internal clinical assessment the event was determined to be valve related.

Manufacturer narrative:
The manufacturer received confirmation that the device is not available for analysis. Based on the document review performed previously, no manufacturing deficits were identified. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves, and the principal underlying pathologic process is cuspal calcification which can cause stenosis due to cuspal stiffening. It is possible that the patient's clinical history and risk factors (including smoking and diabetes) may have contributed to the structural valve deterioration reported in this event; however, as the device was not available for analysis, the root cause of the event cannot be determined. Device not available for return.

Event description:
A pvs23 was implanted on (B)(6) 2013 via mini-thoracotomy. On (B)(6) 2017, the patient exhibited svd and had an open surgical procedure wherein device was explanted. Perceval valve replacement was performed because of bioprothesis degeneration causing severe steno-insufficiency. Based on internal clinical assessment the event was determined to be valve related. The surgical procedure was reported to have been successful.